Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) over-sensed electromagnetic interference (emi). This oversensing resulted in pacing inhibition of up to four consecutive beats. No adverse patient effects were reported.

Manufacturer narrative:
The noise was determined to be due to electromagnetic interference (emi). As of today, the available information suggests this device remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.